Event description:
Contacted by surgeon who had patient in the hospital with a fractured exeter stem.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through clinician review of the provided medical records. Method & results product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2019. This inspection indicated: the stem fractured. Approximately 3.75 inches from the distal tip. Damage was observed on the stem consistent with the cement-mantle breakdown process in addition to the explantation process. Debris was observed on the medial surface of the stem; the debris was collected on an sem stub for further analysis. Macroscopic surface features on the proximal fracture surface indicate that the fracture initiated on the posterior side of the lateral surface and propagated medially. The distal fracture surface was obscured by post fracture abrasion and explantation damage, no further analysis was performed. The material analysis report indicated: the report concluded: the stem fractured in fatigue with the final fracture occurring in overload. Xrf showed the stem and head base alloys were consistent with their respective drawings. Damage on stem was consistent with the cement-mantle breakdown process. The debris on the stem was consistent with an oxide and corrosion product. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: the xray demonstrates a cemented right tha with failure of proximal cement fixation with a likely fatigue fracture of the stem at the junction of the loose proximal and fixed distal portions. This confirms the event description, but lack of clinical and past medical history, operative reports, serial x-rays and examination of explanted components makes a report on this case impossible. Product history review: a review of the device manufacturing records indicate that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the clinician review of the provided x-ray confirms stem fracture. Visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2019. This inspection indicated: the stem fractured approximately 3.75 inches from the distal tip. Damage was observed on the stem consistent with the cement-mantle breakdown process in addition to the explantation process. Debris was observed on the medial surface of the stem; the debris was collected on an sem stub for further analysis. Macroscopic surface features on the proximal fracture surface indicate that the fracture initiated on the posterior side of the lateral surface and propagated medially. The distalfracture surface was obscured by post fracture abrasion and explantation damage, no further analysis was performed. The material analysis report indicated: the report concluded: the stem fractured in fatigue with the final fracture occurring in overload. Xrf showed the stem and head base alloys were consistent with their respective drawings. Damage on stem was consistent with the cement-mantle breakdown process. The debris on the stem was consistent with an oxide and corrosion product. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be confirmed as insufficient information was provided. Further information such as clinical and past medical history, operative reports and serial x-rays are required to complete the investigation for determining a root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Contacted by surgeon who had patient in the hospital with a fractured exeter stem.